Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during a leak test. No issues were found with the fluid path that would result in leaking during wear. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and pain during insertion, and no issues were found. The exact cause of the bleeding/bruising and pain during insertion could not be conclusively determined. No other damages or defects were found that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 22.3 mmol/l (401.4 mg/dl). The pod reportedly was leaking while worn for between 36 and 48 hours. There was bleeding and pain at the pod infusion site (leg).